Event description:
Patient status post veptr implantation on (B)(6) 2011 returned to surgeon and presented with an infection. Surgeon removed the hardware (B)(6) 2011 on the left side of patient and performed an I & d procedure and closed the patient. Surgeon scheduled to revise the patient on (B)(6) 2011. A total of 8 devices were removed. This is 8 of 8 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.